Event description:
The customer's fiance reported, that her fiance was experiencing symptoms of hypoglycemia such as disorientation, diaphoresis, difficult to arouse, and "on and off loss of consciousness". The customer tried to test their blood glucose level, but received an error 6 on their precision xtra meter. The customer's fiance called the paramedics and transported him to an unknown medical facility. The customer was diagnosed with severe hypoglycemia and given orange juice and sugar to relieve his symptoms. There was no report of death or permanent impairment.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed during testing. Calibration was recalled successfully and all results were within specifications.